Manufacturer narrative:
See scanned table.

Event description:
Electrophysiologist: this evening I was called urgently to the ER to assist on a code on patient. Patient evidently had been doing well and suddenly collapsed at home. He had just finished a conversation with his wife and was actually joking with her, stood up, took two steps, and then dropped to the floor. He was coded for 1/2 hour/45 minutes at home, and then here in the ER, I assisted in an hour and a half long code. I am unsure what happened to patient. An urgent echo demonstrated no pericardial effusion. His right-sided cardiac chambers were really quite large. It appeared that his ICD lead was in the rv septum. His device did discharge several times during the code. I have asked the device company to interrogate his device and also the family for an autopsy. The pt also had a large pulmonary hemorrhage during the code.